Event description:
It was reported that pump experienced malfunction code 12 with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. There was no need for third-party assistance. Customer gave a correction injection using multiple daily injections, contacted technical support, and was guided through resetting pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction appeared again.